Event description:
Our cauti (catheter associated urinary tract infection) task force has noticed a trend in a certain type of catheter having fallen out of patient fully inflated (while patient is lying in bed). No harm to patient. However, wanted to report this observed trend (will file each event separately). A catheter was placed. The 14f urinary catheter fell out of patient with bulb still inflated and intact. The patient 4cm dilated. The patient was fully dilated. No trauma was observed. Manufacturer response for surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device, surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device (per site reporter). Notified manufacturer.